Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported additional treatment and removal of foreign body appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Attachment: sus voluntary event report (mw5101622).

Event description:
An sus voluntary event report (mw5101622) was received, stating: dilatation balloon fractured during the heart cath and required intervention to remove balloon fragment from coronary vessel, FDA safety report ID# (B)(4). No additional information was provided.